Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was found to be incorrect. Blood glucose was approximately 400 mg/dl. Tandem technical support (cts) reviewed the pump data and it was found that the customer changed the pump time setting twice on the event date. Cts found no pump issue that would cause the time to change. Customer acknowledged the information.